Event description:
Per the surgeon, the patient reported a decrease in performance. Per the surgeon, the device was functioning well with no electrode anomalies. The patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery.